Event description:
It was reported that the pt had a cerebral vascular disturbance and fell down in 2008, and the pt's pump alarm sounded. On six days later, the pt went to see her physician to have the pump system checked because the "alarm rang one a day". An x-ray indicated that the catheter had migrated. On the next day, the physician checked the pump rotor and performed a function test; there was no sign of abnormality. The pump was exchanged because the physician was worried about the possibility of a pump malfunction. The pt was recovered. The concentration of baclofen being delivered via the pump was not reported; no pt symptoms were reported.